Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, providing the necessary instructions. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump while advised to call back if the issue happens again.